Manufacturer narrative:
The tandem t:slim pump user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 600s (mg/dl). Customer addressed bg level with insulin injections and assistance of their spouse. Cartridge uses novolog insulin and is reportedly changed every 5 days. Customer was reminded that novolog is indicated for use up to 72 hours and referred to their health care provider to discuss diabetes management.